Manufacturer narrative:
On 5-jun-2021, mentor received additional information regarding the patient's symptoms. The patient experienced left-sided lymphadenopathy. Left-sided lymph nodes were observed to be rubbery yellow-brown. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer, breast pain . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced left-sided breast pain, neoplasm malignant, and surgical intervention postoperatively. The patient was diagnosed with left-sided breast cancer sometime in (B)(6) 2019. Ultrasound, MRI, and biopsy were performed. However, the results were not provided at this time. As a result, the patient underwent a breast reconstruction and removal and replacement with an unspecified non-mentor breast implant on (B)(6) 2019.